Manufacturer narrative:
No pre existing anomaly that could have contributed to the reported complaint, was detected by the check of the device history records of the lot numbers involved (1617797, 15at1gb, 1615431). This is the first complaint registered on these lot numbers. A final report will be submitted after the investigation.

Event description:
Revision surgery due to dislocated shoulder and infection. According to the information received, patient has pre-existing epilepsy and multiple sclerosis and multiple previous surgeries. It was reported that lumber spinal infective discitis was present on admission. The cemented humeral stem (custom made device) and glenoid metal back with the screw remained in situ, while the following devices were explanted: smr reverse humeral body short 135215005 lot 1617797, ster 1700039. Smr reverse liner standard 136050010 lot 15at1gb, ster 1500382. Smr glenosphere ø36mm small-r 137409105 lot 1615431 ster 1600323. Revision surgery date: (B)(6) 2018. Previous surgery date: (B)(6) 2017. Patient is female, 152cm 63.7 kg bmi 27.57 kg/m2, born in 1972. This event occurred in the UK.